Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 207 mg/dl. The customer stated that he thinks he may not have counted his meal carbohydrates correctly and over bolused as a result. The customer also stated he did not have a glucometer to check his blood glucose at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.